Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. H6: component codes: mechanical (g04) - head. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision surgery using a custom implant due to an unknown reason.

Event description:
It was reported that a patient with a prior right shoulder hemiarthroplasty. Subsequently, the patient experienced glenoid bone loss and underwent a right shoulder procedure utilizing a patient-matched glenoid implant approximately 4 years post-op. Preoperative computed tomography was obtained for patient-specific planning. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b2; b4; b5; b6; b7; d2a; d6; g1; g3; h1; h2; h3; h6. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.